Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the caretaker that the customer had blood glucose of 600 mg/dl. Customer stated that she was having trouble with her blood glucose readings. Customer stated that she has been running high and she just changed her set today. Customer stated that she had a urinary tract infection and is taking medication for it. Customer stated that it's a possibility that her blood glucose was running high due to the infection and medication. Customer stated that she treated with a manual injection. Troubleshooting was performed and customer ran a manual prime. Customer stated that the insulin did exit the tubing. Customer stated that the pump passed the high pressure test. Customer was advised to do a complete set change. Customer was advised that the pump was working as designed. Customer's blood glucose was still over 600 mg/dl by the end of the call. Customer was advised to call the health care provider or go to the emergency room for treatment.